Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Lot number provided is not found in our system.

Event description:
In this event it was reported that two pro-post drills, broke during use; no injury resulted.